Manufacturer narrative:
G4: 02mar2020. B4: (B)(6)2020. A data cable was return for analysis. An investigation was performed and the product analysis technician reported that no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 13dec2019 b4: (B)(6) 2020. The manufacturer¿s international service technician confirm the machine and proximal pressure sensors failure. The manufacturer¿s international service technician replaced the power supply, power management board, and motor controller cable. The part was returned to the manufacturer for failure investigation (fi). It was determined that the customer complaint of ¿defective power supply¿ was verified, which was reported in MFR. Report#: 2031642-2019-10424. Machine and proximal pressure sensors failed error was not seen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11/01/2019.

Event description:
The customer reported machine and proximal pressure sensors failed. There was no patient involvement.